Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concerns about recall and capsular contracture baker grade IV with pain.

Event description:
Patient representative reported "cyst", "feeling pain in the breast with hardening and local heat", and edema and stiffness. Ultrasound diagnoses cysts, nodules, and capsular contracture baker grade unknown. The device remains implanted.